Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that during a CT clinical patient procedure, the head images displayed ring artifacts. The customer alleged that the scan images looked like the patient had a subdural hemorrhage. The philips clinical application specialist confirmed that there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander.

Manufacturer narrative:
(B)(4). On 24-jul-2015, (B)(6) medical center in (B)(6) reported that CT head images acquired utilizing their philips brilliance ict system, exhibited ring artifacts at the bone brain interface that mimicked a subdural hematoma. The customer did not report any misinterpretation or mistreatment of a patient as a result of the artifact. A philips clinical applications specialist (cas) attended the site and evaluated the system. The cas reviewed the images and confirmed that the artifact was not a ring, but haziness at the bone brain interface. The cas instructed the customer that proper positioning and changing from standard resolution to high resolution for future CT head procedures would help to limit recurrence of the artifact. The cas reviewed a case that was performed utilizing high resolution with the radiologist who confirmed that the issue was no longer present. The cas sent the digital imaging and communications in medicine (dicom) images to the business innovation unit (biu) for further evaluation. Dicom images provided with the complaint investigation were reviewed with following cross-function team: clinical applications, systems engineering and the complaint handling unit: the cross-functional team performed an image review and compared two clinical cases; one of the cases exhibited real "bleed" or subdural hematoma while the other case exhibited a beam hardening artifact. The subdural hematoma patient was identified by examining the contour of the hypo dense region which was irregular in shape compared with beam hardening artifact in the non subdural hematoma patient where the hypo dense region had smooth boundary along the skull. The CT appearance of subdural hematomas changes with time, therefore, on non-contrast CT scans it can be difficult to distinguish them from prominent neighboring tissues. Beam hardening artifacts typically appear in the vicinity of dense bones like in the base of the skull. Therefore, some artifacts due to beam hardening can mimic certain pathologies and lead to potential misrepresentation. For example: artifacts at or near the bone brain interface may mimic a subdural hematoma. Beam hardening artifacts can be reduced by beam filtration, calibration corrections, and beam hardening correction. There are software corrections implemented to correct for beam hardening artifacts. Those sw corrections are automatically applied by the scanner when the user selects a certain protocol. The cause of the artifacts identified in the images provided by the customer has been determined to be beam hardening. There is no malfunction of the CT system. CT engineering determined that this reported event was of an acceptable risk: ¿ physics design and algorithm/specs, and quality assurance with testing for different users (clinical and service) and at various times of installation (service) and usage (clinical) ensure the correct recon and post-processing. Multiple design mitigations are implemented to avoid the risk of misrepresentation that might be caused by reconstruction or image processing leading to image artifacts. Although mitigations exist, not all hazardous situations where the reconstruction or image processing leading to artifacts in the images can be prevented. In spite of that, the benefit of having CT imaging as described above outweighs the risk of having artifacts in the images. There are mitigations implemented in our system, as described above, to minimize the artifacts in the images. In addition, as written in the IFU, operators of the CT system must have received official accreditation or certificate to operate CT system as well as adequate training on its safe and effective use before attempting to operate the equipment described in the IFU. This can significantly minimize the use errors that might lead to artifacts. There was no malfunction, no correction was required. The cas instructed the customer that proper positioning and changing from standard resolution to high resolution for future CT head procedures would help to limit recurrence of the artifact. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that during a CT clinical patient procedure, the head images displayed ring artifacts. The customer alleged that the scan images looked like the patient had a subdural hemorrhage. The philips clinical application specialist confirmed that there was no misinterpretation or mistreatment and there was no harm to a patient, operator or bystander.